Event description:
It was reported that during the implant attempt, when the delivery system was extracted, the slitter came off from the guiding catheter and couldn't be cut. Another slitter was used and it still would not cut. A different slitter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).